Event description:
It was reported that during a laparoscopic cholecystectomy the device did not work and the clip did not go out. The ones that did come out had an incorrect shape. There was no patient consequence.